Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) saw air in the patient line. The event occurred during the initial drain on the home choice (hc). The technical service representative (tsr) advised the hp they would need to start over with new supplies and the tsr assisted to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.